Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse effect to the customer's blood glucose level. Additionally, a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy.